Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having pain across the top part of their ankle on their right foot where the device was at and patient said they had also noticed some redness around the area. Patient said they told their doctor about this and was wondering if the pain was from the device or not. The circumstances that led to the reported issue were asked but unknown. Patient confirmed they hadn't had any falls or trauma. Agent reviewed information regarding post implant care (as patient was within 4 weeks post op) and redirected patient to their healthcare provider to further address the issue. Additional information was received from the patient. The patient called back, caller first asked how often they need to charge their stimulator. Reviewed that someone will be calling them six months from implant to review recharging. Caller said they were told they need to charge every other day. Explained to patient they don't need to charge stimulator every other day. On average they need to charge it once a year. Patient mentioned it is kind of red around the area of the implant. Caller said they put them on some kind of antibiotic. They didn't know which doctor assigned the antibiotics. It was either the doctor at the nursing rehab center or the doctor in the call summary that was listed. Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown if the patient had an infection and unknown if it was related to the device or therapy. Doxycycline 2026-apr-06 x 7 days, other antibiotic by other provider. Seen again on (B)(6) 2026, another flu. On (B)(6) 2026, a complete blood count (cbc) panel was taken and it found that white blood cells were elevated. The issue was not yet resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.